Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has not received the maryland bipolar forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the maryland bipolar forceps (mbf) instrument (part#471172-17/lot#k10220711 0703) associated with this event has been performed. Per logs, the mbf instrument was last used on (B)(6) 2022 on system (B)(4). A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had an unclamping issue. The instrument release key was used to unlock the instrument. The procedure was subsequently converted to open due to bleeding from an artery. The surgeon stated that the cause of the bleeding was due to the maryland bipolar forceps instrument. The amount of bleeding was 300 ml. Although the surgeon indicated no blood transfusions were administered, it is unknown what medical intervention, if any, was rendered due to the intra-operative complication.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument was stuck while installed on a robot arm. According to the site's robotic coordinator, the issue occurred 3 hours into the procedure. The instrument release key was used to unlock the instrument which did not get stuck on any tissue. A backup instrument was not used to continue with the surgical task, but rather, the customer indicated the procedure was converted to thoracotomy due to bleeding and that the patient was able to tolerate. The customer indicated there was no system malfunction that occurred and confirmed the system was inspected prior to use with no issues observed during system set-up. There was also no issue with port placements. There were no outside influences that impeded movement of the system or universal surgical manipulators (usm). There were no post-operative complications that occurred. No video recording of the procedure is available for intuitive surgical, inc. (Is) to review. On 21-oct-2022, isi followed up with the surgeon and obtained the following additional information: the amount of bleeding was 300cc and the source of bleeding was from the "nelson artery." The surgeon stated that the maryland bipolar forceps instrument caused the bleeding. However, the surgeon did not clarify how the instrument caused the bleeding. No blood transfusion was administered, and the patient did not suffer any serious deterioration/clinical instability. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10 on (B)(6) 2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: there was no clamping issue and the maryland bipolar forceps instrument was not stuck on tissue or the universal surgical manipulator (usm). The bleeding was due to the anatomy and preparation of the artery for ligation. The injury to the nelson artery was not a laceration, puncture or burn. Usm #1 was situated forward and the conversion was backward and thus, the surgeon chose to compress the bleeding point with the maryland bipolar forceps instrument and a pad. The site then used the instrument release kit (irk) to release the maryland bipolar forceps instrument from the usm.

Manufacturer narrative:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received the following additional information from the failure analysis investigation of the maryland bipolar instrument: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument was installed and removed from the in-house system arm with no issues. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.